Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). Symptoms reported include nausea and vomiting. The patient reports they had been missing readings on the application. The patient removed the pod from the insertion site as well as their sensor. Once at the hospital the patient was treated with intravenous fluids and medication for nausea. The patient was prescribed protonix. The patient was discharged from the hospital after 2 days.